Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve position too ventricular and canted cannot be confirmed; however, it appears to be related to the narrow stj causing the valve to move towards the lv during deployment. Other risks factors for valve malposition include the valve deployed with 1.5mm less than nominal volume, pulling the delivery system during deployment, and moderate/severe native valve calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, post deployment the 23mm sapien xt valve position was too ventricular and canted. A valve in valve was performed. Due to the patient's anatomical characteristics and a stent placed in the left coronary artery (lca), it was decided to implant the xt valve with 1.5ml less than nominal volume. The valve was placed 40:60 aortic/ventricular (a/v), but it moved slightly towards the left ventricle (lv) during half inflation. The delivery system was pulled, but the attempt to adjust the position was not successful. The xt valve was implanted in a too ventricular and tilted position: 10:90 a/v at the non-coronary cusp (ncc) side and 30:70 a/v at the left coronary cusp (lcc) side. Post deployment the paravalvular leak (pvl) was trivial-mild. The edge of the xt valve¿s frame seemed to be barely caught in the annulus and the xt valve seemed to move gradually towards the lv. A second sapien xt was carefully crossed and implanted half-strut-length more aortic against the first xt valve. The second sapien xt was coaxially implanted and able to fix the first sapien xt in place. The coronary flow was well maintained and the procedure was finished with trivial pvl. The patient has a left coronary ostia height of 9.0mm with a stent protruding 3mm long to aorta. The aortic annulus diameter measured 23mm and the area measured 370mm² by CT with moderate-severe valve calcification. The sinotubular junction (stj) diameter measured 20 x 21mm.